Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and test strips. Control solution testing has been performed and all results were within range specification. The issue therefore not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received an unspecified high reading on his adc blood glucose meter which was higher when compared to his brother's adc meter. Customer experienced "headache and poor vision" and had contact with his doctor who obtained a reading which was below 125 mg/dl on the hcp meter. Customer was treated with "boosters" and was administered with unspecified medication. No further information was provided as the customer refused to continue with troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips reviewed and the dhrs showed the freestyle strips passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received an unspecified high reading on his adc blood glucose meter which was higher when compared to his brother's adc meter. Customer experienced "headache and poor vision" and had contact with his doctor who obtained a reading which was below 125 mg/dl on the hcp meter. Customer was treated with "boosters" and was administered with unspecified medication. No further information was provided as the customer refused to continue with troubleshooting. There was no report of death or permanent injury associated with this event.